Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the small grasping retractor instrument involved with this complaint and completed the device evaluation. Failure analysis investigation found the primary failure of broken pitch cable to be related to the customer reported complaint. For clarification, the instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. The small grasping retractor instruments are multiple-use endoscopic instruments with a grasping tip to be used in conjunction with the da vinci system. The instrument is designed to grab, manipulate, retract, and dissect tissue during a da vinci assisted surgical procedure. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. Product and event verification: a review of instrument log was performed. Per the review, the device was not used on the reported event date of (B)(6) 2020. The instrument was last used on (B)(6) 2020 on system (B)(4). The small grasping retractor had 5 uses remaining after the last use. Based on the information provided at this time, this complaint is being reported based on the following conclusion: failure analysis determined that the small grasping retractor instrument had a broken pitch cable. This instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. Although there was no patient injury reported, if this failure were to recur, it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, there were frayed wires identified. The procedure was completed with no reported injury.